Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019. This issue was resolved in-house by the customer - there was no on-site evaluation by the manufacturer. The customer reported that the replacement of the touch screen assembly resolved this reported event.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement.